Event description:
The report states, "Customer called in stating that they are missing the adaptor, and the monitor is not turning on."

Manufacturer narrative:
The report states, "Customer received the unit one week ago and noticed that the batteries drained very quickly, requiring replacement twice a day. The customer stated that the unit will no longer power on." Due Diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this MedWatch is being filed. If any further relevant information is identified or obtained, a supplemental MedWatch will be submitted.